Event description:
Caller indicated the relion prime meter is giving high readings. Caller purchased the meter on monday, (B)(6) 2013. First used the meter on tuesday, (B)(6) 2013. Received a reading of 250 or 260 (caller couldn't remember exact number) and she took 4 units of insulin based on this reading not even thinking that the meter could have been reading high. She went to bed and at 3 am woke up in a bad sweat and was all clammy and not feeling well. She took a reading and received a reading in the low 40s. She brought herself back up with candy and (B)(6) and it took her about an hour to feel well. After that she used her liberty meter she already had until today ((B)(6) 2013) she took a reading with the prime and received a reading of 256 and she knew that was incorrect. She took a reading with her liberty and received a 182. Technique is good. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.